Event description:
The rep reported the devices were used during a low anterior resection. It was reported ax55g and ecs29 were used. The surgeon informed the rep the pt was re-admitted and underwent an exploratory laparotomy approximately one week later. The surgeon reported an anastomotic leak of approximately 1.5cm subsequent to the surgery. Pt expired post-op. At the time of the original surgery the rep was present. The donuts from the ecs29 were complete and resident reported to the surgeon that tissue donuts were complete. The anastomosis was checked for air leaks using saline in abdomen and no air bubbles were observed. 12/11/1998 the rep requests that someone call the surgeon. The surgeon is very concerned as he does mostly hand sewing. Please contact the rep after speaking with surgeon. 12/11/1998 attempted to contact risk manager, message left to please return call.